Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized with diabetic ketoacidosis, vomiting and kidney stones. The nurse stated that the customer's blood glucose reading was 173 mg/dl on her chart. The nurse stated that the customer's blood glucose levels went back up to 400 mg/dl once she was put back on the insulin pump. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The nurse also stated that there was a small amount of blood at the site when the infusion set was removed. Nothing further was reported.